Event description:
It was reported that a malfunction alarm occurred, specifically malfunction code malf 12, and the customer was unable to power the device back on using a third-party charging pad. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump and assisted the caller with powering the device back on, suggesting follow-up if the issue persisted. No further actions were needed at this time.